Event description:
Information received from the field notes that the patient was seen for a follow-up after complaining of not feeling good. The patient had two episodes of syncope and fell, hitting her head. Initial interrogation found the device in vddr with no pacing and no magnet response noted. The device would not accept any commands.